Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused removal attempt failed due to tilting and embedded filter. The patient reported becoming aware of the events approximately three months post implant when an unsuccessful percutaneous retrieval attempt was made. The patient also reported anxiety related to the filter. According to the medical records, the patient had a history of hypothyroidism, benign essential hypertension, left lower extremity deep vein thrombosis (dvt), chronic anticoagulation with coumadin therapy, diabetes mellitus type 2, depression, schizoaffective disorder, morbid obesity, tobacco use. Prior to the index procedure, the patient presented to the emergency room for evaluation of syncope and was found to have symptomatic anemia related to acute blood loss from upper gastrointestinal (gi) bleed, hypotension secondary to gi bleed and stable nonocclusive chronic deep venous thrombosis (dvt) in the left superficial femoral and popliteal veins. Per the implant records, the patient underwent endovascular placement of a cordis optease ivc filter indicated for lower extremity dvt. The filter was placed via the right femoral vein and deployed above the bifurcation. It was noted that as the vena cava was more distal, its diameter increased. Approximately one month after the filter was implanted, the patient had an office visit for blood in stool and was scheduled for hemorrhoidectomy. Approximately three months post implant, the patient underwent attempted retrieval of the ivc filter which was no longer required. The surgeon placed a filter retrieval catheter with a snare into the vena cava at the level of the filter. The filter was tilted slightly to the right. It appeared from various angles of ileocaval venography that the hook had intimalized. Multiple attempts to place a snare around the hook were made and at this point the procedure was aborted. The patient tolerated the procedure well. Four months post implant, lumbar spine radiographs were indicated for a history of back pain. Mild degenerative disc disease at l3-l4 and l5-s1 and mild to moderate facet arthropathy was reported. Six months after the x-rays, the patient was treated for a urinary tract infection (uti). A year and eleven months post implant, a computed tomography (CT) scan of the abdomen was performed for an unspecified injury to the ivc. Results of the scan reported an ivc filter in place below the renal veins complicated by mild tilting. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease ivc filter is intended for permanent placement. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section g1(brand name) section g4 (PMA/510k number).

Event description:
According to the medical records, the patient was reported to have a history of hypothyroidism, benign essential hypertension, left lower extremity deep vein thrombosis (dvt), chronic anticoagulation with coumadin therapy, diabetes, mellitus type 2, depression, schizoaffective disorder, morbid obesity, tobacco user. Prior to the index procedure, the patient presented to the emergency room for evaluation of syncope and was found to have symptomatic anemia related to acute blood loss from upper gastrointestinal (gi) bleed, hypotension secondary to gi bleed and stable nonocclusive chronic deep venous thrombosis (dvt) in the left superficial femoral and popliteal veins. Per the implant records, the patient underwent endovascular placement of a cordis optease ivc filter indicated for lower extremity dvt. The right femoral site was prepped and draped in standard surgical fashion. Using ultrasound guidance, the common femoral vein was accessed with a needle and a wire was placed into the vena cava under fluoroscopic guidance. Following this, a cordis 6 french delivery sheath was placed over the wire with the dilator in place up to approximately the level of l1. Venography was performed and the area of the bifurcation was marked. It was noted that as the vena cava was more distal, its diameter increased. The cordis optease ivc filter was successfully delivered above the bifurcation. About a month after the filter was implanted, the patient had an office visit for blood in stool and was scheduled for hemorrhoidectomy. Approximately three months after the filter was implanted, the patient underwent retrieval of the ivc filter which was no longer required. The surgeon placed a filter retrieval catheter with a snare into the vena cava at the level of the filter. The filter was tilted slightly to the right. It appeared from various angles of ileocaval venography that the hook had intimalized. Multiple attempts to place a snare around the hook were made and at this point the procedure was aborted. The patient tolerated the procedure well. Four months after implantation, lumbar spine radiographs were indicated for a history of back pain. Mild degenerative disc disease at l3-l4 and l5-s1 and mild to moderate facet arthropathy was reported. Six months after the x-rays, the patient was treated for a urinary tract infection (uti). A year and eleven months after the filter was implanted, a computed tomography (CT) scan of the abdomen was performed for an unspecified injury to the ivc. Results of the scan reported an ivc filter in place below the renal veins complicated by mild tilting. According to the information received in the patient profile form (ppf), the patient reports filter tilting and embedment, becoming aware of these events approximately three months after the filter implantation; additionally, an unsuccessful percutaneous retrieval of the filter was attempted approximately three months post implant. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter tilted and become embedded. The patient further reported that they had undergone an unsuccessful filter retrieval. Details regarding this procedure were not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to removal attempt failed due to tilting and embedded filter. Removal procedure details were not provided.